Event description:
Adverse event: incomplete treatment. Malfunction: treatment card error. Laser technician reports that in-between surgeries, a new treatment card was inserted into the system, but the laser system did not recognize the new treatment card. One patient had both flaps cut, the right eye was treated without a problem, then the new treatment card was inserted and the site was unable to proceed with the surgery on this patient's left eye. The surgeon drove the patient to another lasik center and performed the treatment on the left eye. Based on the information provided, the patient's outcome was not affected. The surgeon stated the patient is healing normally with a good outcome and has not been harmed or injured by the reported event.

Manufacturer narrative:
Determination of root cause: assessment: the laser operator contacted tech support to report this problem. While on the phone, the territory manager determined the most likely cause was incorrect programming of the new treatment cards since the preceding treatment card had worked. The site was advised to reorder a new treatment card and cancel the remaining procedure. Once the newer treatments cards were received, the laser operator reported they worked without problem. Conclusion: based on the results of the investigation, the root cause of this event was determined to be a faulty wave card. (B) (4)